Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. This event was reported to the FDA via a voluntary medwatch report. The report number is (B)(4). (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 laser fiber was used in a procedure performed on an unknown date. According to the complainant, a piece of the laser fiber broke off inside the patient. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.